Event description:
It was reported to philips that a patient fell from the table. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.